Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the valve was deployed too aortic. It was believed that left ventricular outflow tract (lvot) had pushed the valve to be on the more aortic side. Post valve deployment, it was noted that the patient had prolonged hypotension and a cardiac massage was performed. An aog was performed revealing there was aortic regurgitation. The aortic regurgitation was noted to be moderate to severe and consisted of both paravalvular and central regurgitation. A decision was made to perform a valve in valve and the second valve was deployed in slightly below the first valve. The aortic regurgitation improved, but the patient's hemodynamics did not fully recover. As it was difficult to maintain circulation, extracorporeal membrane oxygenation (ECMO) was inserted. A percutaneous transluminal septal myocardial ablation (ptsma) was performed for the patient's pre-existing left ventricular outflow tract (lvot) obstruction. The procedure was subsequently completed, and the patient left the operation room with the ECMO still inserted. It was believed that the cause of the hemodynamic instability was a suicide left ventricle (lv).

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for malposition valve and deployed valve exhibiting central regurgitation and paravalvular leak (pvl) resulting in a valve in valve being performed were unable to be confirmed. A review of the DHR did not indicate any manufacturing nonconformances that could have contributed to the reported events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, "it was not intended position. The valve was deployed too aortic", and "the reason why the valve was placed too aortic was because the left ventricular outflow tract (lvot) pushed the valve and moved it toward the aortic side.". In this case, the patient had hypertrophic cardiomyopathy (hcm), which could push the valve toward the aorta during deployment. Per the training manual, "severe ihss including septal hypertrophy: thv movement aortic". As such, available information suggests that patient factors (hypertrophic cardiomyopathy) may have contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, "23 mm sapien 3 ultra resilia valve was deployed in 80:20 aortic/ventricular position with nominal volume. It was not the intended position. The valve was deployed too aortic. Post valve deployment, hypotension was prolonged and cardiac massage was performed. Since aog revealed aortic regurgitation (ar), a decision was made to perform a valve in valve", and "moderate to severe ar was observed and it was both pvl and central.". The leaflets coaptation will require blood pressure backflow. Since the patient had moderate to severe paravalvular leak, this could reduce the central blood pressure backflow leading to suboptimal leaflets coaptation with central regurgitation. In this case, available information suggests that procedural factors (paravalvular leak) may have contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv. The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors and/or procedural factors may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.